Event description:
During baxter's eval of a device, the pump displayed a delayed keypad response. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the delayed keypad response, which was caused by a lagging signal on the processor printed circuit board. As a result, the processor printed circuit board was replaced.